Manufacturer narrative:
Complaint confirmed, the tip was found to be broken. Approximately 1/8 in broke off. The only relevant feature that is undamaged and could be measured met drawing specifications. The cause of the event is undetermined, however likely causes include user-applied mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, when the surgeon was implanting the screw and tip broke off. No harm to the patient.